Event description:
Customer reportedly obtained results of 445 mg/dl and 214 mg/dl on the voice mate/advantage system while a professional device returned a result of 94mg/dl. All results obtained within 10 minutes. No adverse event reported. Requested return of suspect system and replacement was sent.